Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an "?open? Button at channel b inoperative". It is unknown when this event occurred, but the defect was observed in 1 unit. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "open" key on channel b was confirmed during product evaluation. This condition was caused by fluid intrusion. The keypad was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.